Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had episodes of post paced t-wave oversensing. The patient's device was reprogrammed. The patient will be monitored remotely. The patient was asymptomatic and stable.